Event description:
It was reported that during a da vinci s prostatectomy procedure the customer experienced a patient side cart not connected system error message. With the assistance of an isi technical support engineer the site cleaned and reconnected the fiber cable, however, the system error message continued to occur. The surgeon made the decision to convert the procedure to traditional open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the system error codes experienced by the site were associated with a defective fiber cable. The fiber cable connects the patient side cart to the surgeon console and passes the video, audio and data during system operation. The system was repaired by replacing the fiber cable. As of january 17, 2012, there have been no reported recurrences of the issue at this hospital.